Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this event: please see: 0001825034 - 2019 - 02203. Primary di# (B)(4). Report source foreign: the event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the had difficulty fulling locking the insert into the humeral tray, but was eventually successful after several further impaction blows. No delay to surgery or adverse consequences to the patient were reported. No further information has been made available at this time.